Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported the patient hasn¿t undergone a medically-indicated revision of the bhr right hip implants yet. Although the right hip has not been revised, the right hip contribution to the elevated ion levels on blood cannot be discarded.

Manufacturer narrative:
It was reported the patient hasn¿t undergone a medically-indicated revision of the bhr right hip implants yet. Although the right hip has not been revised, the right hip contribution to the elevated ion levels on blood cannot be discarded. As of today, the devices, all of which were used in treatment, remain implanted and therefore cannot be tested. A review of the historical complaints data for the devices concerned was performed using batch numbers, part numbers and the reported failure modes to evaluate patterns of repeated failures or defects. Similar complaints have been identified for the head and the cup, and this failure will continue to be monitored. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. All released devices involved met manufacturing specifications upon release for distribution. The review of the product IFU found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was performed. The alleged failure modes and associated risks have been anticipated within the risk file and the anticipated risk level is still adequate. No further actions are required at this time. A review of historic escalation actions related to the products and similar complaint events was performed. Following the review, no prior applicable escalation actions were identified. The available medical documents were reviewed. With the clinical information provided, the clinical root cause of the elevated metal ion levels cannot be definitively concluded. The patient impact beyond the elevated metal ions cannot be determined. Based on the information provided, further investigation of the reported complaint cannot be carried out and remains inconclusive. A definitive root cause cannot be determined. Specific factors known to contribute to the alleged fault are excessive physical activity levels, unreasonable stress on replacement system, excessive patient weight, trauma to the joint replacement, loosening of components may increase production of wear particles and accelerate damage to the bone. Should the devices or additional information be received, the complaint will be reopened. Based on this investigation, the need for corrective and preventative actions is not indicated.